Event description:
Medics responding to a call, pt condition not reported. Reportedly when an attempt was made to monitor the pt's ECG the device displayed the message "lead off" continuously. The ECG electrodes were checked, cable connections checked and the device power cycled in an unsuccessful attempt to view the ECG. The pt was transported to a hosp. The reporter stated there was no adverse affects to pt due to device operation.